Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 550 mg/dl. A manual injection was administered to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.